Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens with a -10.5/1.0/165 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and later replaced for a spherical lens. Reportedly, "od horizontal juxtaposed metamorphic eye," and "miochol was on back order miostate used ou for initial surgery. Pt has retinal eval pending although mocular oct shows no abnormalities when compared to preop moc oct. Appt (B)(6) 2023 retina" the problem was not resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "an icl patient from (B)(6) 2023 surgery complaining of pain and poor vision in one eye," and "used miostat on this patient and feels this may be the issue."